Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings: investigation confirmed a blank display screen upon startup; auditory and vibratory features were functional. The display screen was found to be cracked. The broken screen was replaced with a test display, and the screen worked normally with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.